Event description:
The hospital reported that an infant fell out of the incubator, landed on the floor, and incurred a "nondisplaced skull fracture". The hospital stated that "care was not extended due to the fall." The pt has since been released from the hospital. There was no allegation of device malfunction.

Manufacturer narrative:
Ge healthcare conducted an on-site evaluation of the unit with hospital personnel. The unit was not used on any other pts and was not cleaned following the alleged event. The hospital stated that their conclusion was that the main door of the incubator was not latched by the parents and that the infant kicked (or in some was pushed) the main door open, resulting in the infant falling to the floor. A ge field service engineer (fse) inspected the unit and found the following (none of which affected the function of the device): a) inner walls missing on the side panels and main door; b) power cord holder to filter cover was bent; and c) stress fractures on the base lower tray. The hospital risk manager stated that, when the reported event occurred, the mother had finished breast feeding, and the nurse returned the infant to the incubator. The nurse then started to attend to other pts in the nicu. The parents subsequently left the nicu. However, before leaving the room, it is felt that the parents had some interaction with the baby after the nurse placed the infant in the incubator. There were no direct witnesses to the reported event. The preuse checkout was performed prior to this pt being placed in the incubator. The incubator doors, portholes and all latches were found to be securely attached and in good working condition.